Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap was worn and the battery compartment was damaged.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The battery cap was difficult to remove; the top coin slot was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.